Event description:
Procedure type: wedge resection. According to the reporter: the instrument was closed over the tissue without any problems. Also the firing of the instrument was ok. While opening the instrument only one side of the staples were perfectly closed. On the central part of the lung tissue, the staples were not closed. Reportedly, the tissue was normal in thickness except for the small tumors, which were not in the jaws of the instrument. Reportedly, other instruments from the same lot worked perfectly. The surgeon had to use several suture stitches to stop the bleeding of a pulmonary tissue artery. The patient got a blood transfusion and infusions. The or time was extended and the patient had to be taken to the ICU. The patient is now on a normal ward without any artificial respiration, but weak in his constitution.